Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer lost communication with the mainframe (generator). The tar file recorded a 9vac dip with the incoming voltage. The system checked out, waiting for a line monitor to check incoming power. The fse downloaded the tar ball files and the event logs. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.